Event description:
The pt reported stimulation was uncomfortable. The sensation was described by the pt as "gagging and choking sensation", "over stimulation sensation", "too strong". The symptoms started the month before, after the device had been reprogrammed. She stated, she could not relax and felt like someone had kicked her in the back of the head. The pt was agitated when reporting the event. The pt reported dissatisfaction with the manufacturer's service. She stated " it took four surgeries to get the equipment placed and subsequently replaced because of bending, broken or non working equipment" (see manufacturer's report # 3004209178-2009-00611). Therapy was described as "50% coverage when up but when laying down only about 25% coverage". She reported that after a reprogramming session, she experienced severe jolts when turning her head and severe choking which caused vomiting if the stimulation was turned up to cover the pain. She also experienced new pain located "midline of the occipital level with the middle of the ears". She described the new pain as "a stabbing sharp pain like an ice pick". She also reported: "because my stimulator is not programmed correctly, my cardiologist suspects it is giving me irregular heart beat and he is testing to confirm this. (B)(6)cardiologist has also found that it looks like my stimulator needs to be adjust to relieve pressure on my esophagus." The manufacturer representative met with the pt for three hours. After the appointment, he reported that all programming options were exhausted. The pt, the care giver and the healthcare provider were informed that repeated programming will not provide pain relief where the pain was. Further reprogramming would not achieve the pain relief expected by the pt. The patient's responses to programming changes were extreme and inconsistent. The option of having the device removed was communicated to the pt. The healthcare provider reported about the pt: "(B)(6) has proven to be a highly unreliable pt. As a result of her complaints, we have always had multiple witnesses when interacting with her. With every interaction with l., we clinicians come out of the pt encounter with the same interpretation of what just transpired and (B)(6) comes out with an entirely different interpretation. Her interpretation is distorted by her own paranoia. I have also personally checked out the veracity of her varied claims, only to find them fabricated. I believe her to be a pathological liar. Everything that she says is suspect."

Manufacturer narrative:
(B)(4).